Event description:
It was reported that the md noticed that the shaft of the iab catheter was bent after opening the kit; nevertheless, the iab was used. While in the or, the md inserted a sheath and the iab. After connecting the iab to the autocat 1 pump, the pump began to alarm helium gas leak "very often." The md removed the iab and replaced it with another iab-06840-u. There were no reported pt complications.

Manufacturer narrative:
A follow up report will be filed if more info becomes available.